Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the reference valve and buffer valve which resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in the united kingdom reported the generation of erroneously high sodium (na) patient results on their au5800 chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Data was not provided by the customer.